Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Additional litigation papers allege patient had pain, difficulty ambulating, muscle loss and tissue destruction after asr hip implant.depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address pain. Upon exposure discovered that the shell was loose. Update: (B)(6) 2011 - litigation papers allege hip failed to achieve proper bone ingrowth into the cup and thus failed to achieve proper fixation. It is also alleged excessive metal debris was generated. Femoral head added to the complaint.